Event description:
The customer states that the axsym processing center cover will not remain upright. The customer states that the cover fell and hit their on the head. No medical attention was sought. No serious injury was reported.